Event description:
Philips received a complaint by the customer on the v60 indicating that the device was showing a lot of errors. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their unit was showing an error for a 35 volt failure. The rse advised that a field change order (fco) could be implemented to resolve the issue. Onsite service is currently pending.

Manufacturer narrative:
The fse replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.